Manufacturer narrative:
The device was returned for analysis. Examination of the stent identified stent damage. Stent struts in the mid-region were misaligned. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 27 apr 2021. It was reported that the stent balloon expandable could not cross lesion. The 90% stenosed target lesion was located in a moderately calcified and severely tortuous coronary artery. Following pre-dilatation, a 2.50 x 20mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a stent damage.